Manufacturer narrative:
B1 corrected to adverse event. H1 corrected to serious injury. An event regarding revision due to "cup grossly moved " involving an unknown tritanium shell was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional, dimensional & material analysis inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported through medwatch (mw508434) "this is the 3rd case now of an acetabular component that has loosened early, without signs of infection. The implant is the stryker tritanium acetabular shell. There have been other case reports in the literature noting similar issues. I have pulled my data and have found 506 patients that currently have that implant, and I am in the process of reviewing all of their x-rays to look for radiographic signs of loosening. The previous two that I revised had zero bone ingrowth on the implant. Diagnosis or reason for use: hip arthritis." Update 13/november/2018: surgeon provided information on 3 patients. For this pi, surgeon indicated, "one cup grossly moved and was revised."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not available.

Event description:
It was reported through medwatch (mw508434) "this is the 3rd case now of an acetabular component that has loosened early, without signs of infection. The implant is the stryker tritanium acetabular shell. There have been other case reports in the literature noting similar issues. I have pulled my data and have found 506 patients that currently have that implant, and I am in the process of reviewing all of their x-rays to look for radiographic signs of loosening. The previous two that I revised had zero bone ingrowth on the implant. Diagnosis or reason for use: hip arthritis."